Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported that the unit failed to switch to battery power during ac power loss. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the event was a use error as the machine was left without power while it was not in use and the batteries were left to drain beyond usable levels. There was no reportable malfunction. H3 other text : additional information was received that the event was a use error as the machine was left without power while it was not in use and the batteries were left to drain beyond usable levels. There was no reportable malfunction.